Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of bowel on a low anterior resection, the device partially fired and had a poor staple formation. Additionally, the staple disengaged to patient's cavity and were left as is often done with loose staples. Staple incomplete was also noted during insertion of the device for end to end anastomosis. The surgeon had to manually oversew the staple line to correct the issue. Surgical time was extended more than 30 minutes. Patient was brought back for surgery the next day and is currently in intensive care.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The open instrument was received loaded with a single use loading unit (sulu). Visual inspection of the sulu noted it was fully applied. Four unformed staples were received in a small container. The identifying witness mark from automatic firing fixture was present on the instrument handle. No abnormalities were observed with the sealed instrument. Functionally; the sulu was reloaded with staples. The clinical instrument and the sulu were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. The sealed instrument was applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of bowel on a low anterior resection, the device partially fired and had a poor staple formation. Staple incomplete was also noted during insertion of the device for end to end anastomosis. Another stapler was used and same issue occurred. Additionally, the staple disengaged to patient's cavity and were left as is often done with loose staples. The surgeon had to manually oversew the staple line to correct the issue. Surgical time was extended more than 30 minutes. Patient was brought back for surgery the next day and is currently in intensive care.